Event description:
It was reported that, "the pt had avascular necrosis approx 25 yrs ago as well as non hodgkin's lymphoma. Pt began having pain and the surgeon decided to revise with new head, cup, liner and screw."

Manufacturer narrative:
The other devices listed in this report: description: unk liner (catalog # and lot# unk), unk cup (catalog # and lot # unk), unk screw (catalog # and lot # unk). It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. The devices are not being returned to the MFR as they were given to the pt. Add'l info has been requested and if received, will be provided in a supplemental report.